Event description:
Received an electronic report of infection from a dialysis user facility. The reporting rn was contacted and additional information was received on this pt event. It was learned that peritinitis was first noticed in 2006. The pt was prescribed antibiotics. The oraganism recovered was coag staph neg. The pt reportedly finished treatment as ordered. The pt completed a 14 day treatment ip with ancef. The pt continues peritoneal dialysis as ordered. There is no sample available for evaluation.